Event description:
Customer reported the amplifier will not turn on and system will not work. No pt injury was reported.

Manufacturer narrative:
A ge rep was able to instruct customer in repair over the phone.